Manufacturer narrative:
Samples from the patients 1 and 2 were submitted for investigation and the customer's results were reproduced and determined to be reactive. The samples were tested with a rapid assay (creative diagnostics) and were found negative. Based on elevated levels in igm (abbott) testing as well as increasing igg (abbott) antibody titers from first to second sample drawing, samples from both patients might be from early seroconversion phase, which is associated with initially low but increasing antibody titers. Non-reactivity in rapid tests is often attributable to lesser sensitivity compared to automated systems. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent issue could be excluded.

Manufacturer narrative:
Qc was performed on the day of the event. The menarini assay does not have eua (emergency use authorization) approval. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable anti-sars-cov-2 elecsys results for four patient samples from cobas e602 module serial number (B)(4). Patient 1 result from the cobas e602 was 5.16 coi (positive). The result by immunochromatography (menarini) was negative. The result for igg (abbott) was 0.051 and igm (abbott) was 0.430. From a new sample from the patient taken on (B)(6) 2020, the result from the cobas e602 analyzer was 5.41 coi and the igg (abbott) result was 0.22 (negative). Patient 2 result from the cobas e602 was 1.29 coi (positive). The result by immunochromatography (menarini) was negative. The result for igg (abbott) was 0.089 and igm (abbott) was 0.117. Patient 3 result from the cobas e602 was 3.88 coi (positive). The result by immunochromatography (menarini) was negative. The result for igg (abbott) was 0.1 and igm (abbott) was 0.219. Patient 4 result from the cobas e602 was 4.02 coi (positive). The result by immunochromatography (menarini) was negative. The result for igg (abbott) was 0.23 and igm (abbott) was 0.28. From a new sample from the patient taken on (B)(6) 2020, the result from the cobas e602 analyzer was 3.77 coi and the igg (abbott) result was 0.68 (negative). The results were reported outside of the laboratory. It is unknown which result is correct.